Event description:
The customer reported that a laboratory technician was sprayed in the eye when inspecting the reagent syringe block of an alinity c processing module. The tubing reportedly came off the front of the block when liquid was sprayed. The customer reported that the laboratory technician was wearing lab required ppe of a lab coat & close toed shoes. No eye protection was worn at the time of the event. Customer states the individual was standing away from the analyzer when the event occurred. The individual went to an emergency department. Eye washing was performed, blood was drawn, and a tetanus shot was administered.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The alinity c processing module serial number (B)(6) was evaluated. The customer was visually inspecting the reagent syringe drive assembly after the service visit. The customer states that the individual was standing above the syringe drive assembly with the panel doors open when tubing popped off the syringe drive and splashed the customer in the face. The customer was not wearing protective eyewear at the time of the incident and the instrument was running samples at the time. Return testing was not completed as returns were not available. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with the customer reported event. A review of tracking and trending did not identify a trend for the syringe drive assembly or the alinity c system with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the syringe drive assembly as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported that a laboratory technician was sprayed in the eye when inspecting the reagent syringe block of an alinity c processing module. The tubing reportedly came off the front of the block when liquid was sprayed. The customer reported that the laboratory technician was wearing lab required ppe of a lab coat & close toed shoes. No eye protection was worn at the time of the event. Customer states the individual was standing away from the analyzer when the event occurred. The individual went to an emergency department. Eye washing was performed, blood was drawn, and a tetanus shot was administered. Update: additional information was provided by the customer the customer was visually inspecting the reagent syringe drive assembly after the service visit. The customer states that the individual was standing above the syringe drive assembly with the panel doors open when tubing popped off the syringe drive and splashed the customer in the face. The customer was not wearing protective eyewear at the time of the incident and the instrument was running samples at the time.